Event description:
It was reported that the secondary tubing set back flowed an unspecified antibiotic into the primary infusion of normal saline. The customer stated that there was no adverse effect caused to the patient from the event.

Manufacturer narrative:
A non-bd (dualcap for female luer)alcohol disinfectant cap connected to a smartsite and a non-bd (dualcap for male luer) alcohol disinfectant cap connected to the male luer were also received. The customer¿s report of secondary back flowed into primary bag was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during visual inspection. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed by filling the primary bag with clear water. The bag was then use to prime the primary set. The secondary set, was connected to a bag filled with water with blue dye was attached to the primary set. The sets were set up in a secondary infusion configuration with all of the clamps closed. The secondary set was primed and the roller clamp was slowly opened. Fluid and air bubbles were immediately noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Testing of the returned part indicated a fail result. Disassembly of the check valve resulted in check valve disc being pinch within housing. The identified root cause of the customer¿s report of secondary back flowed into primary bag was caused by the check valve disc being pinched. This is believed to be a supplier-related issue. An pinch disc would lead to a failure of the check valve.

Manufacturer narrative:
Concomitant medical products: 200 ml braun bag;non bd secondary extension set;100 ml braun bag. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the secondary tubing set back flowed an unspecified antibiotic into the primary infusion of normal saline. The customer stated that there was no adverse effect caused to the patient from the event.